Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 29-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 440cc mentor memorygel xtra breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade iii capsular contracture of the right breast during a physical exam with a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On may 04, 2023, mentor was notified that the patient underwent removal on may 04, 2023. On may 16, 2023, mentor received additional information. The patient experienced right breast pain, tenderness, fullness of the upper pole, and contour deformity in addition to left breast inferolateral malpositioning. As a result, the patient underwent unilateral removal and replacement with a right-sided 490cc mentor memorygel xtra breast implant with a surgical correction of the left breast without left-sided removal or replacement. As a contralateral event was indicated, another file was generated to document the event. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2023-05858 for the contralateral event. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03-aug-2023, the mentor failure analysis lab received the device for evaluation. Additionally, mentor became aware of that the correct lot number is 9651006 and the correct serial number is (B)(6). It is a mentor memorygel breast implant 350cc gel breast prosthesis, catalog #3503501bc, UDI #(B)(4). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 08-aug-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, during a scheduled breast augmentation procedure, the breast implant appeared to be ruptured. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no sites of gel exposure were detected during the analysis. Although in the photo initially provided by the customer, the implant could have been observed with damage, upon leak testing of the returned device it was confirmed that it was not damage and with no gel exposure. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).